Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device gave "cannot start pump with air in line" error message. It is unknown if there was patient, or clinician injury associated with these occurrences. No further details provided at this time.

Manufacturer narrative:
Additional information: h6, h10: device evaluation: one smiths medical cadd solis vip pump was returned for analysis with a damaged air detector and bubbled downstream occlusion (dso) seal. Event log history was performed and indicated that medium alarm displayed: cannot start pump and medium alarm acknowledged: cannot start pump were recorded in history. During analysis, the customer's problem was confirmed, noticed one side of the air detector was damaged. The air detector will be replaced during the repair process. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.